Manufacturer narrative:
Replaced or upgraded part; system returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the live monitor in ep lab boom went blank during use on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.